Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Mesh size and overlap? In what tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra abdominal) if applicable, closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? If applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants) how much time from initial hernia repair to hernia recurrence? Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? How was the recurrence diagnosed? Are there any photos available? Results of the revision procedure? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2014 and the mesh was implanted. Following the procedure, the patient experienced a hernia recurrence and underwent a revision procedure on (B)(6) 2015. It was also reported that during re-operation, the mesh was found worn away in the middle. Additional information has been requested.

Manufacturer narrative:
Additional information. Additional patient codes: (B)(4)- dysuria, (B)(4) fluid accumulations additional narrative: it was reported that the patient underwent a laparoscopic incisional hernia repair procedure on (B)(6) 2014 and the mesh was implanted. The patient experienced post-op complications such abdominal pain, hard swelling, nausea, fever, dysuria, urinary frequency, bleeding, infection, abscess, injury to bowel, hernia recurrence, adhesions. Due to right sided abdominal pain, hard swelling, nausea and fever, the patient visited urgent care on (B)(6) 2014. CT abdomen and pelvic with contrast were performed on (B)(6) 2014 and revealed multiple anterior abdominal wall fluid collections. On (B)(6) 2014 the patient presented with severe right groin and left loin pain; lower back pain and lump was noticed in the abdomen. On (B)(6) 2014, CT scan identified four hernias. The abdominal pain worsened and the patient went to the hospital on (B)(6) 2015; all tests were satisfactory. The patient underwent a laparoscopic/ converted to open incisional hernia repair and extensive omental adhesion to the mesh were found. On (B)(6) 2015 the patient presented suspected uti and medication was prescribed. Then the patient visited a doctor for right side back pain on (B)(6) 2015 and was advised to continue pain medication. Follow-up with surgeon revealed that the patient still complaining of pain although wound healing nicely and no evidence of recurrence. The surgeon opined that pain is part of normal post-operative consequences. Additional information was received: (B)(6) 2014: CT abdomen and pelvis with contrast; 4 hernias identified epigastric hernia measuring 4.2 cm and contains a small portion of liver and epigastric fat ¿ no evidence of strangulation large right paraumbilical anterior abdominal wall hernia measuring 5.1 cm and contains a loop of colon ¿ no evidence of obstruction or strangulation; left paraumbilical paramedian anterior abdominal hernia measuring 2.2 cm and appears to be mildly inflamed ¿ no evidence of bowel obstruction; right lower lateral flank hernia measuring 3.5 cm and contains only fat other findings: fatty liver, fibroid uterus, left-sided colostomy